Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Crimp nonconforming. The analysis results of the er320 found that it was received with the crimp non-conforming; therefore, the clips could not be properly fed inside the jaws causing eighteen clips with gap. The found condition of the crimp suggested that the crimp was not properly done during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device had only four clips in the device after the initial firing and the clips would not close properly and were malformed. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.